Manufacturer narrative:
Section d4: serial number was unable to be provided. Manufacturing and expiration dates were not determined for the UDI. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the event log file captured a power cable disconnect, low power hazard, and no external power while connected to the mobile power unit (mpu) on (B)(6) 2025. These were caused by the power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller's emergency backup battery (ebb) function as intended. The alarms resolved upon mpu regaining power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect, low power hazard, and no external power alarms, while connected to the mobile power unit (mpu), was confirmed via log file analysis. Review of the submitted log files revealed on (B)(6) 2025 at 19:38:45, (B)(6) 2025 at 05:47:51 and 07:57:51, and (B)(6) 2025 at 01:20:56, while connected to the mpu, low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. The alarms transitioned into no external power alarms within 5 seconds. The alarms resolved on (B)(6) 2025 at 19:38:50, (B)(6) 2025 at 05:47:56 and 07:58:02, and (B)(6) 2025 at 01:21:11, once external power was restored each time. Pump operation was not affected. The heartmate mobile power unit (mpu) (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 7 ¿ ¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook, section 6 ¿caring for the equipment,¿ and the heartmate 3 IFU, section 8 ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The patient handbook and IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.